Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light - powerled. As it was stated camera support was broken. Provided photographic evidence of the issue confirmed alleged issue. No information about any injury was provided however we decided to report this case in abundance of caution as any parts falling into sterile field might led to serious injury or contamination. It was established that when the event occurred, the surgical light did not meet its specification as the support should not broke and it contributed to event. There is no information if in the time when the event occurred the device was or was not being used for the patient treatment. During the investigation it was found that there is no apparent increase in trend with the issue at hand and that the reported scenario has never lead, to date, to serious injury or worse. The separation of the camera has been caused by a tearing of the base fixing hole, due to repetitive stresses during the manipulation of the camera. The involved plastic part 567801057 in pps fortron has been replaced by a steel part 567801181 in january 2011 under modification file # (B)(4). The kit 367265555, including the base 567801181 in steel was available from july 2010. We recommend updating the similar cameras, in preventive measure, in this facility. Based on the low occurrence rate, the modification is not mandatory. Currently the cameras # 567203945, 567203944, 567501246, 567501248 are not any more distributed. From january 2011 all the cameras supplied are equipped with the steel base. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 21st of april 2021 getinge became aware of an issue with one of our surgical light - powerled. As it was stated camera support was broken. Provided photographic evidence of the issue confirmed alleged issue. No information about any injury was provided however we decided to report this case in abundance of caution as any parts falling into sterile field might led to serious injury or contamination.